Event description:
The customer reported a false negative result with the binaxnow covid-19 antigen self test performed on (B)(6) 2022. Confirmation testing was performed with the acon laboratories flow flex test and generated a positive result. The consumer stated that she was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 185000 with the abbott diagnostics (B)(4) limit of detection (lod) positive quality control x3 devices and negative (blank) swabs x3 devices. All tests were valid and performed as expected with no false negative results replicated. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160/195-260 / lot 185000 and device part number 195-430h/ lot 181526. Quality control release testing met specifications and there were no false negative results observed. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Based on the evidence available, it indicates that this device lot is performing within the statements made within the package insert statements. In conclusion, the retention testing yielded expected results when testing internal qc samples, the manufacturing batch record review (brr) revealed that the product met acceptance criteria for release, and review of complaints against the kit lot for the reported issue indicates that the product is performing according to the statements contained in the package insert and a product deficiency has not been identified. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.